Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump¿s screen was unreadable as skin tack adhesive build up on lcd screen. Customers states that they tried to clean and glue was just not coming off due to adhesive build-up. Customer¿s blood glucose was 216mg/dl and customer declined troubleshoot for high blood glucose. Insulin pump will be return for analysis.

Manufacturer narrative:
Device received with customer applied paint on the insulin pump. Device received with severely scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address or serial number label and cracked reservoir tube lip.